Manufacturer narrative:
End user's mother stated that her son's prox4s wheelchair was never fit right and has caused end-user to fall out of chair (with no injury), flipped backwards. Anti-tippers were installed on the chair. Territory business manager (tbm) contacted dealer and dealer stated they have been out to make adjustments on the chair many times and to accommodate the family, but the dealer has been unable to. Dealer states it seems like the end-user , mother, father, care-giver, and therapist are all on different pages on what they want; there's a lack of communication and willingness to agree. Dealer states end-user is never wearing lap belt when ever he goes to see the chair and the anti-tips are on. Tbm explained to the dealer this is not a product malfunction, but rather a fitment issue on their end. No injury or medical intervention sought. Invacare consumer affairs called and spoke to the end user's father who stated that his son is a quad and prior to that has wiggly malignant hypothermia which causes his to sway and rock and wiggle. The father took the arms off the chair to help his son have more room to sway and he flipped the chair.

Event description:
Consumer states her son was never measured for the chair and chair does not fit him properly and he falls out of the chair as a result.